Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer alco wheelchair, serial number (B)(6) that had brakes that could not be engaged and wobbly casters. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).